Event description:
Plaintiff reports initial bilateral implantation 7/14/76 with explant 9/7/93. Plaintiff alleges various illnesses including, but not limited to, rash, fever, chills, joint pain, and fatique.